Event description:
Initial creatinine result of 0.7 mg/dl. Same sample repeated the next day on a different instrument, same methodology recovered 4.1 mg/dl. No treatment was offered to the pt due to the incorrect result. The field svc rep was unable to determine cause. Performance check tests were performed and within specification.